Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with anatomy or associated devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other armada 35 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, moderately calcified mid femoral artery. A 7.0 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The pta catheter was advanced with no resistance to the lesion and when inflated to 14 atmospheres, the balloon ruptured. The pta catheter was removed from the anatomy and replaced with a new 7.0 x 40 mm armada 35 pta catheter. The pta catheter was advanced with no resistance to the lesion and when inflated to 14 atmospheres, the balloon ruptured. The pta catheter was removed from the anatomy and replaced with an unspecified pta catheter to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.